Manufacturer narrative:
(B)(4) batch # u95p9r (B)(4) investigation summary : the product was returned evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with the handle partially open and with dried body fluids along the shaft. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device fired one clip that was not properly formed. The device was also noted to have the tip of the advancer bent. In addition, the device locked out but the orange indicator did not show up as the handle was noted partially open. This finding is not related to the incident reported. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembly, the advancer was confirmed to be bent and no clips were found inside the clip track. The event reported was confirmed and it is related to improper use of the device. A possible cause for the condition of the bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, couldn't make "nails" staple. Clips jammed (could not form and be fired). The device did feed clips and there were no malformed or scissored clips. It is unknown how procedure was completed. There was no patient consequence.